Event description:
The customer contact reported smoke coming from the device. The device was returned to the biomedical dept with an unsigned noted that stated, "fluid went into IV pump." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted smoke coming from the device. Though requested, no add'l info was provided

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.